Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of incident and the current blood glucose was 238 mg/dl. The customer had blood glucose between 200 to 400 mg/dl and it went up to 422 mg/dl. The customer was treated with the manual injection and insulin pump. Customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. The troubleshooting was performed for high glucose. The insulin pump will not be returned for analysis.